Event description:
The customer complained that when the bed is elevated, it lifts the brake pads, on the head end, up just enough to allow the head end to move slightly.

Manufacturer narrative:
The technician installed new caster base on the head end, which resolved the issue. The bed operates normally. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.